Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while monitoring a patient (age and gender unknown), the device displayed a "internal error occurred; system reset required" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated. The device was tested extensively, but we were unable to duplicate the nature of the reset. The multi-function cable connector was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.